Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Additionally, customer was reusing insulin. The customer was educated on the proper load techniques. Customer cleared the alarm and resumed insulin to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.